Manufacturer narrative:
Based on the claim against the product noting unexpected movement, an investigation is completed to determine the cause of this reported. The reported issue was addressed with phone support. The tse told the customer that the reported issue might have happened when the surgeon's head was inside the high-resolution stereo viewer (hrsv) and unknowingly manipulator moved. The tse suggested to inform if issue persisted. No site visit was conducted. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 2 had an unexpected movement. An arm 2 moved without surgeon knowledge. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found no suspicious logs. The customer confirmed it happened once. The tse told the customer that it might be happened when the surgeon's head was inside the high-resolution stereo viewer (hrsv) and unknowingly manipulator moved. The tse suggested to inform if issue persisted. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.